Event description:
It was reported that the site had a case in which they could not get the patient registered. They tried several times and the system kept stating that they had mismatched points. The patients lesion was in the right upper section of the lung and as the physician navigated through that area with the bronchoscope he did not feel it matched the CT images of the same area well enough to continue the case. Therefore, the case could not be completed using the superdimension system with the patient under general anesthesia. There was no harm or injury to the patient reported. There was no allegation that the superdimension system malfunctioned.

Manufacturer narrative:
The site reported that the patient may not have been holding their breath and was not stationary at the time the CT was taken. In addition, it was reported that the site performed another case right after this one and the case went well with no problems encountered. The system is designed to identify any potential missmatch between the CT and actual patient and warn the user appropriately. Such mismatch can happen due to various reasons, including patient movement during the scan. There was no harm or injury to the patient reported, but in an abundance of caution we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia. (B)(4)